Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and unexpected restart alarm. The customer¿s blood glucose level was 257 mg/dl and 200 mg/dl at the time of the incident. Customer stated the display returned. Customer stated that the insulin pump had failed battery test alarm. Customer was perform self test and it was pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.